Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that the pump was no longer functioning and removed due to the patient getting an infection within 3 days of implant. Per the patient, the pump never got turned on and there was no drug used, the pump got infected before the healthcare provider could move forward with the therapy.